Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed multiple failed battery test alarms. Customer's blood glucose was 130 mg/dl. Customer had inserted new batteries. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.